Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon receipt confirming a broken lock plate. The lock plate was sent for analysis along with lock plates from another complaint. An outside lab determined the break was due to single impact and was a brittle failure. A CAPA has been opened at address. A supplier corrective action has been issued to the manufacturer to address this issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
New information received that, two small pieces of metal found on outside of chest, and no pieces found in patient's chest, confirmed via x-ray.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. A third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 27, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the base of the hercules was broken. As per the user facility, the surgeon uses two opposing arms simultaneously, and both arms failed to properly lock on the sternal retractor. When inspected, cracks were noticed at the base of the lock spring, and small pieces were missing at the cracks on both arms. There was a delay for 15-20 minutes to find the small metal pieces in chest cavity. The product was changed out. The procedure was completed successfully.